Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements taken on (B)(6) 2017 showed 9 channels with high impedance. Ground path impedance was indeterminable. Since (B)(6) 2016 the channel impedances are fluctuating and rising. The hearing performance with the device is affected. Whether an accident or a trauma has happened is unknown.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
In situ measurements taken on (B)(6) 2017 showed 9 channels with high impedance. The hearing performance with the device is affected. An accident is denied. Patient has been re-implanted.